Event description:
A report was received that the patient was experiencing charging issues and ipg was getting very warm during charging cycles. It was also reported that the ipg was tilted. The patient will undergo a pocket revision.